Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was to ask if pt could get an MRI. Pt then reported ins was taken out. The reason for removal was because the way the implant was placed in the hip was causing pt more pain than helping. They took the ins out and healthcare provider (hcp) left the lead in and cut the wires as short as possible telling the pt it was more dangerous to remove the lead than leaving it in. Now pt wants to do an MRI to diagnose why pt has pain and to see if pt has some nerve damage now because their whole left leg is numb. Patient services (pss) reviewed MRI info for abandoned leads. Additional information was given by a healthcare professional, caller reports patient had their ins explanted due to pain and nonfunctional status. Caller states they believes there was a "paddle" left in the patient's body, but was unable to confirm if this was in reference to the lead. Caller stated they had no additional information.

Manufacturer narrative:
H10: this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 56 4122. G2. Aware date has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). They reported that patient complains of muscle cramps and back pain. The implantable neurostimulator (ins) is palpable in the left buttock in the proper location. The patient is suffering from discomfort at the ins site despite the proper placement of the device. Patient has lost weight and since doing so the device has started to bother them. Patient has not been using the device. Patient wanted it removed. Patient would like to leave the paddle in place, they discussed that it might prevent them from undergoing MRI's in the future, patient was fine with that. Patient wanted to retain the leads for future use. They would have to coil the excess lead and leave it in the pocket, patient agreed to that. The preoperative diagnosis stated it was a nonfunctional and uncomfortable ins. Patient is uncomfortable because of the mass of the ins itself in the buttock, as well as a feeling of pulling from the wires for the electrode. Patient changed their mind and requested removal of as much of the lead as they can manage. The plan is leave the paddle behind but removing virtually all of the lead as it passes down their back. They were feeling some discomfort from that as well. The ins was easily explanted, and the lead was then pulled out of the incision. A tangled mass of it embedded in scar was addressed by pulling the wire carefully through that until the wire was completely removed.